Manufacturer narrative:
The reported failure of the sensor printed circuit assembly board accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging the proximal pressure sensor calibration test steps had failed trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The device was evaluated at the manufacturer service center when the reported issue had occurred on the device. During the evaluation it was noted that the devices sensor printed circuit assembly (pca) board had caused the proximal pressure sensor test steps to fail on the device. In conclusion, the device's sensor pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front, base, and rear enclosure cases were replaced for physical damage unrelated to the reportable issue. The rubber feet and cable clamp were replaced for missing on the device, which was unrelated to the reportable issue. The device passed all final testing.